Event description:
A report was received that the patient was experiencing shocks at the ipg site when leaning against a chair. The physician believed that pain was due to the location of the ipg. The patient underwent a revision wherein the ipg was relocated.